Event description:
The premounted stent system became stuck in the proximal right coronary artery. The catheter itself sheered off. During percutaneous transluminal coronary angioplasty (ptca) pt had to be taken to or for surgical removal of broken piece prior to right coronary bypass grafting (x3 CABG).